Manufacturer narrative:
The up arrow button did not respond due to flattened button dome switch. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the arrow up button was intermittently working. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.